Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard administration set with needleless y-site was damaged. The following information was received by the initial reporter with the following verbatim: I received reports of item #mx9128 ¿maxguard 15 drop administration set with 3 needless y-sites being very difficult to connect to IV cannula hubs. Multiple end users are having this same issue, all with lot #24069036. The end of the tubing broke during one incident, however, that item was not kept. The overall consensus is the item being ¿tough to hook up¿.

Event description:
Additional information: 1. Can you please provide the total number of occurrences? An exact number of times could not be reported, ¿but it happened to more than 1 nurse¿ 2. What was the impact to the patient? Having another IV stick due to failure of previous IV 3. Did the issue happen during patient use? Yes if yes, was there any injury? If so, please describe and include any medical treatment needed as a result? A second stick to establish IV access.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.